Event description:
It was reported that the patient developed an infection at both the incision sites. The patient had signs and symptoms of fever, chills and redness. The physician believed that the infection was device related. The patient underwent a procedure wherein the ipg and lead were explanted and that the patient was doing well postoperatively. The patient was placed on antibiotics prior and after explant. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: 7070940.